Event description:
Pt is reported to have developed a burn on her heel following treatment with the anodyne therapy home system. Pt did not receive medical intervention and has healed.

Manufacturer narrative:
Pt is reported to have developed a burn on her right heel following treatment with the anodyne home system for a period of 10-12 minutes. This does comply with the treatment guidelines provided in the important safety and instruction manual. The unit was returned for eval, and found to be operating within specifications. The number of incidents of this type remain within the expected rate for this product based upon the number of incidents reported and the number of units in distribution. Company continues to monitor and trend events of this nature. This adverse event is being reported at this time as a result of a change to the company decision tree for reportable events.